Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind and there was clear retainer ring. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complained on (B)(6) 2021 the pump alarmed pump error 4, pump error 15, pump error 63 and failed battery test. Insulin pump passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4, pump error 15, pump error 63 or failed battery test noted during test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Verified pump alarmed failed battery test on 10/07/2021 09:10:23.000 in pump downloaded history. The formatted history file confirmed the pump alarmed pump error 15 alarm (line number 213 file number 30) on 10/07/2021 09:10:20.000 due to software error. Confirmed pump alarmed pump error 4 on 10/07/2021 09:10:18.000 and pump error 63 variable 3 was noted in the history download on 10/07/2021 09:39:51.000 due to broken trace pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube) and cracked retainer. The p-cap/reservoir does lock properly.no pump error 4, pump error 15, pump error 63 or failed battery test noted during test. However, confirmed pump alarmed failed battery test on 10/07/2021 09:10:23.000 in pump downloaded history. Confirmed pump alarmed pump error 15 alarm (line number: 213, file number: (B)(4)) on 10/07/2021 09:10:20.000 due to software error. Confirmed pump alarmed pump error 4 on 10/07/2021 09:10:18.000 and pump error 63 variable 3 was noted in the history download on 10/07/2021 09:39:51.000 due to broken trace pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.